Event description:
It was reported that a pt rec'd around 15 gy, while being scanned with an innova 3100 system. There was no system failure or malfunction and no injury was reported.

Manufacturer narrative:
This high air-kerma dose, not possibly reduced to the lowest by using dose reduction features provide by the system, is likely to result in a serious injury since it may take some time before having any radiation burn. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.